Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced an infusion set cannula/ needle fractured event on (B)(6) 2025 during use. The insertion site was above the buttocks and thigh. Infusion set was used for 4-5 days. Patient was experienced the allergic reaction to adhesive at the of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.